Event description:
Family reports the vns was not efficacious for the patient. Family decided to decline revision surgery. No other relevant information has been received to date.

Event description:
It was reported that the patient's vns showed high impedance. The patient has been referred for lead revision. Attempts for additional information have been made; no additional relevant information has been received to date. No known relevant information has been received to date.